Event description:
The reporter stated the surgeon used an aq5010v three piece silicone lens. Rear haptic was stuck in inserter when surgeon attempted to advance lens. The lens could not be advanced and the surgeon used another lens. There was brief patient contact, but the lens was not inserted into the eye. The cause of this incident was loading error. The lens was discarded by the facility.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Event problem codes: (B)(4). Conclusions - user error caused event. The product pertaining to this claim was not returned for evaluation. Based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4). Device was discarded by the facility.